Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received. 2 device investigation types have not yet been determined. Evaluation status: confirmed 4 reported events were confirmed during testing. 4 devices were found to be affected by a fractured hinge. In progress 1 device evaluation is in progress. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 6 devices were received. 1 device was not available for evaluation.   Event confirmation status 6 reported events were confirmed; the cause traced to component failure. Evaluation results 6 devices were found to be affected by damaged internal components.